Manufacturer narrative:
Device received with intermittent buttons due to unlocked lcd keypad connector. Device received with operating currents within specification. Device passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to infection that led to diabetic ketoacidosis and high blood glucose on (B)(6) 2017 with blood glucose of 309 mg/dl. The customer experienced symptoms such as feeling disoriented and vomiting. The customer was treated with insulin IV drip and insulin pump. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for possible leaks or air bubbles, site or insulin issues and device settings. Customer also reported keypad anomaly and the insulin pump buttons does not work. Troubleshooting was performed and customer confirmed that the time was advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.